Event description:
It was reported that a patient underwent an unknown hernia repair surgery on an unknown date in 2021 and barbed suture was used. During the procedure, the needle came off at the swage. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Component code: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide product code and lot number. Did the "needle came off of suture at swedge" during use on patient or during handling before use on patient? Please specify for each of the 2 devices reported. Was the needle retrieved during the same procedure? What was done to retrieve the needle piece? For example, switched to and open procedure, second surgery? Event date? (B)(4). Events reported in 2210968-2021-12967.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/24/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please provide product code and lot number. Did the "needle came off of suture at swedge" during use on patient or during handling before use on patient? Please specify for each of the 2 devices reported. Was the needle retrieved during the same procedure? What was done to retrieve the needle piece? For example, switched to and open procedure, second surgery? Event date? No further information is available for this complaint